Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6)2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On (B)(6)2010, the patient began treatment with vancotech 2gm intraperitoneal (ip) once daily, gentamycin 20mg ip once daily and linid 600mg orally once daily. At the time of reporting, the event of peritonitis was resolving and the patient continued with vancotech, gentamycin and linid. The root cause of the peritonitis was unknown. Pd therapy continued.

Manufacturer narrative:
(B)(4). Cartridge installation the analysis results showed that one (B)(4) device was returned with no visual non-conformances and loaded with an echelon 45 reload. The reload was noted to be unfired. The device was tested for functionality in the articulated positions with an echelon 60 reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. It should be noted that the echelon 60mm device is designed to work only with echelon 60mm cartridges, for further loading instructions please refer to the echelon 60mm IFU. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right lobectomy procedure the device would not open after firing. Unknown how the device was removed from the patient. Another device was used to complete the case with no patient consequence. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.